Event description:
The customer tested her blood glucose and rec'd a reading of 53 mg/dl using her contour meter and a reading of 153 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.